Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. The pt called alleging low readings on their lfs meter. They had obtained a reading of 17.7 mmol/l. They did not realize that their meter was set in the wrong unit of measurement. They had a headache at the time of testing. They contacted emergency services, who tested pt on their meter and obtained a reading almost 400 mg/dl. They were treated with insulin and taken to the hospital. No info on the time difference between the two readings. The test strips were in good condition and not expired. Customer service assisted pt in changing the meter back to the correct unit of measurement. Control solution test passed. There is no info on whether the pt experienced a power interrupt on the meter or even if they had recently went into the set up mode. At this time the pt suffered a serious injury. The reading of 17.7 mmol/l is a serious injury; however, there was a delay in treatment, since the pt did not realize that the meter was set to the wrong unit of measurement.